Event description:
As reported by the user facility: event 3: incident description: air bubbles in line, very small and insignificant to pt's safety. Alarm won't stop beeping. Changed lines 3 times and solution of fentanyl ran out due to priming. Waste of supplies and drug. Pt was also palliating, may not be getting adequate medication and takes intimate time away from pt and family. Pump and IV lines for the pump are faulty and subpar to quality of care expected/upheld in the ICU. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.